Event description:
A report was received stating that the listed device was in use with a pt for an unk amount of time when the 15mm connector was found cracked. There was no adverse effect to the pt reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit.